Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial#: unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the wrong lead was implanted. It was noted that the boxes looked the same. The wrong lead was removed and the correct lead was implanted.